Manufacturer narrative:
Analysis of the pump ((b(4)) found no anomaly. A new, never implanted pump was returned due to not being able to aspirate all the fluid from the pump and fill to the proper level. Upon arrival, 18 ml were aspirated and the pump was emptied. All pump logs were clean, meaning no motor stalls, no motor stall recoveries, no errors of any kind were found in the pump logs. Pump went on to pass all non-destructive testing. The pump was then filled with 10 ml of sterile water, then aspirated. This process was repeated 5 times, with no aspirating or filling issues encountered. The pump was then aspirated then filled with 17 ml of sterile water, aspirated and filled for a total of 5 times, with no filling/aspirating issues encountered. Seeing that there were no problems recorded in any of the pump logs and the allegation could not be reproduced in the lab, it was decided not to do destructive analysis on the pump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gabalon with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that during a pump replacement operation, the pump was prepared by dr (B)(6) and the drug was injected into the pump. It was reported that when 5ml of drug was injected into the pump it was locked and the drug could not be injected. Negative pressure was applied and then the drug could be injected, but it was locked when the drug was injected around 3ml to 5ml. Applying negative pressure and drug injection were performed repeatedly around 3 or 4 times and 18ml drug was injected into the pump. It was reported that after the above actions were taken only the needled was inserted into the drug injection site of the pump and then the drug spouted out. Although it took more than 3 seconds/ml when the drug was injected, it was locked a couple of times and injection the drug could not be done each time. The pump was not implanted. There were no reported patient symptoms. No further complications were reported and/or anticipated.